Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the loaner device they have did not deliver defibrillation energy to a patient. The user reported they were charging the device and attempting to deliver therapy repeatedly. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the loaner device they have did not deliver defibrillation energy to a patient. The user reported they were charging the device and attempting to deliver therapy repeatedly. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the loaner device they have did not deliver defibrillation energy to a patient. The user reported they were charging the device and attempting to deliver therapy repeatedly. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was unable to find any evidence of a device malfunction. This is a physio owned loaner device. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the physio loaner pool. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the loaner device they have did not deliver defibrillation energy to a patient. The user reported they were charging the device and attempting to deliver therapy repeatedly. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.